Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00563: screw 1, 3025141-2019-00564: screw 2, 3025141-2019-00565: screw 3, 3025141-2019-00566: screw 4.

Event description:
Patient was implanted with a acu-loc dorsal plate. At some point post op, the plate broke. The plate and all screws were explanted.

Manufacturer narrative:
The plate was visually inspected under magnification to confirm fracture pattern. Under close inspection visually under magnification, the fracture pattern indicates that it was sheared off at the 4th hole from the bottom where the targeting guide is used. This indicates that a high energy event or too much stress caused the plate to break. Additional mdrs associated with this event: 3025141-2019-00563 follow up 1: screw 1; 3025141-2019-00564 follow up 1: screw 2; 3025141-2019-00565 follow up 1: screw 3; 3025141-2019-00566 follow up 1: screw 4; 3025141-2020-00001: screw 5; 3025141-2020-00002: screw 6.